Event description:
It was reported that during the implant procedure the physician had difficulties finding a good implant site. It was also reported that the physician was unable to insert the stylet completely. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.